Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional. Additional observation not related to the reported issue were identified. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Thermal damage was observed at the base on one of the instrument grips. Components adjacent to the damaged wire insulation did not show damage. The instrument was found to have scratch marks/abrasions on the edge and face of the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not close properly. The procedure was completed with no reported injury.